Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope positional alignment had occurred between the left and right imaging units. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunction was identified during the device evaluation: missing adhesive on the bending section. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the discovered damage is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.